Event description:
The patient states, that her itrel 3 spinal cord stimulator was explanted as it was not effective in treating her pain and that her bladder is now permanently neurogenic due to the device. No further information was reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.